Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pgm779, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: confirm the total qty involved with reported issue during this procedure? 3 devices are reported. Confirm the lot # for all the devices involved with reported issue during this procedure? Reported lot# is pgm779 only. Were the remaining 3 noticed with reported issue before use on patient while dispensing/handling ? Or during use on patient while suturing ? No further information is available. No further information will be provided. Note: events reported in 2210968-2019-90543, 2210968-2019-90544, and 2210968-2019-90545.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, when trying to use the needle-suture, the suture was detached from the needle. There were no adverse consequences to the patient. No additional information was provided.